Manufacturer narrative:
(B)(6).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented in the emergency room with abdominal pain. An angiogram was performed clearly revealing a distal type I endoleak originating from the patients left common iliac artery. Per the physician that cause was due to distal iliac dilatation the native vessel diameter exceeded the original implanted device. An endurant extension was implanted to the hypogastric artery attempting to control the endoleak however, it still persisted. At that point the hypogastric artery was coiled and another endurant tapered limb was implanted inside the original graft and extended into the external artery fully resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.